Manufacturer narrative:
Results: the jet7 was stretched from approximately 123.0 ¿ 127.0 and 130.0 ¿ 132.0 cm from the hub. The distal tip was damaged approximately 133.0 cm from the hub. Conclusions: evaluation of the first returned jet7 confirmed kinks on the distal shaft. If the device is manipulated against resistance, damage such as a kink may occur. During functional testing, the jet7 was advanced and retracted through a demonstration neuron max without an issue. Subsequently, a syringe was used to aspirate liquid through the jet7 without an issue; therefore, the reported aspiration issue could not be confirmed. Evaluation of the second returned jet7 confirmed stretching on the distal shaft. If the device is forcefully retracted against resistance, damage such as stretching may occur. During functional testing, the jet7 was unable to advance through a demonstration neuron max due to the damage on the distal shaft. No other devices associated with the complaint were returned for evaluation; therefore, the root cause of resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00560.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-00560.

Event description:
The patient was undergoing a thrombectomy procedure in the left internal carotid artery (ica) using a penumbra system jet 7 reperfusion catheters (jet7), non-penumbra sheath and, non-penumbra microcatheter. During the procedure, the physician completed five passes using the adapt technique with the jet7. Upon completion of the fifth pass, the physician noticed that aspiration was compromised and the jet7 was found to be kinked approximately five to ten centimeters from the distal tip. Therefore, the jet7 was removed. The physician then tracked a new jet7 without the microcatheter. It was reported that there was some clot in the sheath. The physician then completed five passes. Upon while pulling the jet7 down and around the cavernous segment, it started to become stretched. Therefore, the jet7 was removed. It was also reported that lot of clot was removed out of the ica occlusion; however, the antegrade flow was never restored but the patient had good collaterals and the physician decided to end the procedure. There was no report of an adverse effect to the patient.